Event description:
Pt reported that it was simple end of service (eos). Pt is having surgery on 7/18/24. Pt is getting a new one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37761 (serial: (B)(6)); product type: 0213-recharger;section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that "it" just died on them while in the middle of charging. Caller stated they did everything to reboot and restart it but nothing would work. Caller reported they had a "little bit of red cord popping out" of their desktop charger cord. Agent asked and caller initially did not recall any message appearing on their screen prior to the device dying; however, caller then remembered they had seen eri and then confirmed today their screen displayed eos. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned the pain in their si joint down their leg was unbearable. Caller also stated they weren't exactly told there would be an eos and they never would have gone through this if they thought they'd have to go through it again. Caller also mentioned they might just get injections rather than replacing ins.